Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located a moderately tortuous and severely calcified vessel. A 2.50x32mm synergy drug eluting stent was advanced to treat the lesion. However during procedure, stent struts were damaged. The device was completely removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was okay.